Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, abdominal pain; period of paroxysmal atrial fibrillation; pre-ventricular contractions. The filter tilted and is no longer protecting against emboli. The filter at the inferior vena cava (ivc) bifurcation with the lower portion extending into the right common iliac vein (r civ) and the left common iliac vein (l civ) drains into the filter; caudal retrieval hook; caudal portion of the filter contacting ivc wall and extends through the wall of the r civ; portions contacting vessel wall are likely embedded. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Irregular heart beat and abdominal pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, abdominal pain; period of paroxysmal atrial fibrillation; pre-ventricular contractions. The filter tilted and is no longer protecting against emboli. The filter at the inferior vena cava (ivc) bifurcation with the lower portion extending into the right common iliac vein (r civ) and the left common iliac vein (l civ) drains into the filter; caudal retrieval hook; caudal portion of the filter contacting ivc wall and extends through the wall of the r civ; portions contacting vessel wall are likely embedded. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, abdominal pain; period of paroxysmal atrial fibrillation; pre-ventricular contractions. The filter tilted and is no longer protecting against emboli. The filter at the inferior vena cava (ivc) bifurcation with the lower portion extending into the right common iliac vein (r civ) and the left common iliac vein (l civ) drains into the filter; caudal retrieval hook; caudal portion of the filter contacting ivc wall and extends through the wall of the r civ; portions contacting vessel wall are likely embedded. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Per the patient profile form (ppf), the patient reports perforation of the filter struts into organs, caudal retrieval hook extends through the ivc wall & through the right civ wall, migration of the entire filter to other than the heart, to the ivc bifurcation, no longer protecting against emboli, tilt, embedded in wall of ivc and other than ivc, abdominal and chest pain, and preventricular contractions. The patient further reports back pain and lots of stomach issues like nausea and diarrhea and living in fear every day of further damage from the ivf filter or possible death. The following additional information was received per the patient¿s medical records: the patient has a past medical history of: chf, chest pain, copd, chronic anxiety and depression, breast ca, htn, gerd, arthritis, polyarticular arthritis, paroxysmal a-fib, mvp, djd, and dvts. The patient¿s surgical history includes: lhc - normal, rotator cuff surgery, hysterectomy, coronary to pulmonary artery fistula repaired, spinal cord implant, and right knee replacement complicated by 2 blood clots. The patient underwent elective left knee arthroplasty with ivc filter implant secondary to history of dvt and on coumadin. Approximately three months post-implantation, the patient was admitted for abdominal pains, diarrhea and c-difficile colitis. One month later the patient underwent bilateral cataract surgery. Approximately one year and one-month post implantation, the patient underwent right carpal tunnel release. Approximately two years post-implantation, the patient experienced pain across hips and abdomen. The patient was hospitalized, where she was in the ICU for one week with "water in her brain" and she had some sort of bladder infection. Approximately three months later, the patient reported ¿chest "tightness". Approximately three years and five months post implantation, the patient again had cramping in the lower chest/rib area. The patient admitted to shortness of breath upon exertion. Independent review of medical records and imaging found the patient's ivc filter was positioned infrarenal at the l3-4 level at ivc bifurcation with the lower portion of the filter extending into the right common iliac vein. The left common iliac vein drains into the mid-portion of the filter, which means that the filter is likely not protecting against emboli from the lle. The retrieval hook was positioned caudal. The filter was tilted anteriorly, with the cephalad portion of the filter contacting the anterior ivc wall and the caudal portion contacting and possibly extending through the wall of the upper r civ. Both portions of the filter contacting the vessel wall are likely embedded. No strut perforation or fracture. Could not evaluate ivc thrombosis, clot within the filter or caval wall thickening without IV contrast. No pericaval hematoma. It was recommended that the filter should be removed if patient can be safely anticoagulated.

Manufacturer narrative:
Additional information was provided and is available in: 2135 ¿ ivc perforation complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. The patient underwent elective left knee arthroplasty with ivc filter implant secondary to history of dvt while on coumadin. Per the medical records, history includes; chf, chest pain, copd, chronic anxiety and depression, breast ca, htn, gerd, arthritis, polyarticular arthritis, paroxysmal a-fib, mvp, djd, and dvts. The patient¿s surgical history includes: lhc - normal, rotator cuff surgery, hysterectomy, coronary to pulmonary artery fistula repaired, spinal cord implant, and right knee replacement complicated by 2 blood clots. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, abdominal pain; period of paroxysmal atrial fibrillation; pre-ventricular contractions. The filter tilted and is no longer protecting against emboli. The filter is at the inferior vena cava (ivc) bifurcation with the lower portion extending into the right common iliac vein (r civ) and the left common iliac vein (l civ) drains into the filter; caudal retrieval hook; caudal portion of the filter contacting ivc wall and extends through the wall of the r civ; portions contacting vessel wall are likely embedded. Per the patient profile form (ppf), the patient reports perforation of the filter struts into organs, caudal retrieval hook extends through the ivc wall & through the right civ wall, migration of the entire filter to other than the heart, to the ivc bifurcation, no longer protecting against emboli, tilt, embedded in wall of ivc and other than ivc, abdominal and chest pain, and pre-ventricular contractions. The patient further reports back pain and lots of stomach issues like nausea and diarrhea and fear. Approximately three months post-implantation, the patient had abdominal pains, diarrhea and c-difficile colitis. One month later the patient underwent bilateral cataract surgery. Approximately one year and one-month post implantation, the patient underwent right carpal tunnel release. Approximately two years post-implantation, the patient experienced pain across hips and abdomen. The patient was hospitalized with "water in her brain" and a bladder infection. Approximately three months later, the patient reported chest "tightness. Approximately three years and five months post implantation, the patient had cramping in the lower chest/rib area. The patient admitted to shortness of breath upon exertion. Independent review of medical records and imaging found the patient's ivc filter was positioned infrarenal at the l3-4 level at ivc bifurcation with the lower portion of the filter extending into the right common iliac vein. The left common iliac vein drains into the mid-portion of the filter, which means that the filter is likely not protecting against emboli from the lle. The retrieval hook was positioned caudal. The filter was tilted anteriorly, with the cephalad portion of the filter contacting the anterior ivc wall and the caudal portion contacting and possibly extending through the wall of the upper r civ. Both portions of the filter contacting the vessel wall are likely embedded. No strut perforation or fracture. Could not evaluate ivc thrombosis, clot within the filter or caval wall thickening without IV contrast. No pericaval hematoma. It was recommended that the filter should be removed if patient can be safely anticoagulated. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.